Event description:
A customer reported an issue with the adc device application. As a result, customer did not have sensor readings and became hypoglycemic, with a glucose result of 50 mg/dl from unknown device. The customer experienced numbness in hands and feet, and a loss of consciousness. The customer was unable to self-treat, requiring treatment of glucose and cola by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed and determined that there were no issues with the libre 3 application that would have led to the complaint. Attempted to replicate the user complaint and was able to successfully receive glucose readings and alarm notifications using a similar configuration, and was unable to reproduce the complaint. Therefore, this issue is not confirmed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc device application. As a result, customer did not have sensor readings and became hypoglycemic, with a glucose result of 50 mg/dl from unknown device. The customer experienced numbness in hands and feet, and a loss of consciousness. The customer was unable to self-treat, requiring treatment of glucose and cola by third-party. There was no report of death or permanent injury associated with this event.